Manufacturer narrative:
Reported complaint of platform displayed user advisory 34 (encoder failure) was confirmed. The platform also displayed user advisory 27 (encoder fault (>300rpm)). Additionally, archive file indicated that small pt/object was used during compressions. The integrated encoder gearbox was at fault, it was replaced. The platform did not show any signs of physical damage and passed the final test.

Event description:
It was reported that the platform displayed user advisory 34 (encoder failure), which could not be cleared. The autopulse was in use at the time this incident occurred. The unit was removed from service and manual CPR was initiated. The crew was not able to reboot/restart the system. No other info could be obtained. No adverse pt sequelae was reported.